Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant surgery. The physician noted that the lead sheath kinked during insertion, the physician "pulled hard" on the lead, the silicone body ripped and the lead was stretched out. The lead was never implanted and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. All insulators was pulled/stretched/overstressed. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. Finally, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.